Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring noted. Unable to perform displacement test due to broken reservoir compartment noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
Customer called to report damage to the insulin pump and the top of the reservoir. Customer reported that the o-ring is missing from the reservoir. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.